Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the ngen generator displayed a temperature too high alert while on ablation. Temperature cut-off value was exceeded, and the system did stop ablation when the cut-off value was exceeded. Correct irrigation settings were confirmed, pump checked for issues, then the ablation catheter was removed from the body and flushed. While flushing the catheter, some of the ports did not appear to be flowing correctly. No visible char was noted. The catheter was replaced, and the issue resolved. There was no patient consequence. The temperature issue is not MDR reportable, however the irrigation issue is MDR reportable.

Manufacturer narrative:
On 1-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the ngen generator displayed a temperature too high alert while on ablation. Temperature cut-off value was exceeded, and the system did stop ablation when the cut-off value was exceeded. Correct irrigation settings were confirmed, pump checked for issues, then the ablation catheter was removed from the body and flushed. While flushing the catheter, some of the ports did not appear to be flowing correctly. No visible char was noted. The catheter was replaced, and the issue resolved. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature and impedance, and pump and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31291047l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).